Manufacturer narrative:
Qn#(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73g1500064 was confirmed with sample received. During visual inspection the spring jaws component was damaged, no stuck clip in jaws. Functional inspection: applier was fired and one clip was loaded, closed & released. After, applier was fired in other forms the activation applier was shaken to see if the clip would fall; no quality problems were found during shaking. A total of 6 remaining clips were loaded, closed & released properly. Reported defect could not be duplicated. Sample received did not confirm the defect reported by the customer clips fell from applier during visual inspection. A functional inspection was performed with the remaining clip received and the device worked properly; although, the applier was shaken, no clips fell from applier. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the applier was opened for a case and upon initial prep it was discovered to be misfiring. Clips fell out of the jaws as they were being loaded.

Manufacturer narrative:
(B)(4).the device history review for the product auto endo5 ml, lot number 73g1500064 investigation did not show issues related to the complaint. The device sample has been returned however the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier was opened for a case and upon initial prep, it was discovered to be misfiring. Clips fell out of the jaws as they were being loaded.